Event description:
The sales rep reported that in 2008, the pt was undergoing initial fusion surgery. When the surgeon was bending the rod, the connector arm broke. The surgeon removed the device which did not go any further into the surgical wound. Another speedlink was used and the surgery was completed as indicated. Visual examination of the returned part indicates the arm is cracked but not broken.

Manufacturer narrative:
Device history record review indicates the part met specs. Visual examination of the returned product found the cam stuck and the connecting bar cracked. The damage suggests the surgeon inserted the speedlink in a not fully unlocked position and tried to force the speedlink into the desired position without properly placing it first per the surgical technique. The event is due to use error. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.